Manufacturer narrative:
A third party evaluated the customer's device and verified and duplicated the reported issue. Physio replaced the device's ECG connector to resolve the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device ECG cable connection was very intermittent. The fault was found to be the ECG socket on the device and not related to the cable. In this state the device would not be able to deliver defibrillation therapy if needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device ECG cable connection was very intermittent. The fault was found to be the ECG socket on the device and not related to the cable. In this state the device would not be able to deliver defibrillation therapy if needed. There was no report of patient use associated with the reported event.